Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 377 mg/dl and 36 mg/dl. The customer was treated candy and glucose tablets. The customer declined troubleshooting for high and low blood glucose levels. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.